Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: as of (B)(6) 2015, the product has not returned for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. CAPA investigation (CAPA-(B)(4)) has determined that certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have anemia, but hematocrit was not provided. This CAPA has identified anemia with a hematocrit of below 30% as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. The root cause is unable to be determined at this time without product return. Further investigation is documented under CAPA-(B)(4) if the device is returned, an evaluation will be performed and a supplemental report will be submitted.

Event description:
The customer alleged a variance between the inratio inr results, the laboratory inr result and the physician's point of care (poc) inr result. On (B)(6) 2015, the customer went for a scheduled pre-operative appointment for unspecified surgery on (B)(6) 2015. The results are as follows: date: (B)(6) 2015 inratio inr: 3.0 laboratory inr: 7.5 poc inr: n/a time: between testing: 3 hours; (B)(6) 2015, 1.4, n/a, 2.0, 1 hour. Therapeutic range: 2.5 - 3.5. On (B)(6) 2015, the customer's warfarin was held. Though requested, there was no additional information provided at this time.